Manufacturer narrative:
Upon receipt, the programmer and monitoring device including the programming head was inspected. An entry in the data log of the programmer was found related to the clinical observation during analysis. It confirms that the ram software of the implant was not active, which means the implant was in temporary back up pacing mode. As the analysis of the data concerning evia dr-t (B)(4) for complaint no. (B)(4) already stated: during the event there was a communication difficulty at 14:51, most likely at the moment when the wand slipped. As a result, the evia switched into the temporary pacing mode ddi 30 ppm. The data showed that subsequently the "safe" button was pressed twice, thus activating the safe program. At 16:02 the permanent program was transmitted without issues. A successful threshold test and a ram dump could be performed afterward. The inspection of the data did not reveal any indication of a pacemaker malfunction. Furthermore the visual, mechanical and functional analysis for the programmer including the programming head revealed no indication of a material or manufacturing problem.

Event description:
Sensing test was about to be performed and the wand slipped. The patient went into the temporary back-up pacing mode (ddi 30 bpm) and wouldn't revert back to the programmed rate. Ram dump was taken and cu-reset was performed. (B)(6) 2015. This programmer was returned for analysis.